Event description:
It was reported that on (B)(6) 2022 a patient experienced surgical complications while undergoing a robotic sleeve gastrectomy. It was additionally alleged that the patient experienced a delay of care due to the surgical team¿s inability to reposition the trumpf medical trusystem 7000 dv surgical table while paired with an intuitive surgical robot (davinci xi). This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The customer confirmed that they could not identify which of the 4 devices were involved. A complaint was not initiated by the customer when the event occurred and continued to use the devices without issue following the event. At this time the customer is unable to provide hillrom with access to the 4 tables for further investigation therefore the root cause cannot be identified. Based on this no further action is required.

Event description:
It was reported that on (B)(6) 2022 a patient experienced surgical complications while undergoing a robotic sleeve gastrectomy. It was additionally alleged that the patient experienced a delay of care due to the surgical team¿s inability to reposition the trumpf medical trusystem 7000 dv surgical table while paired with an intuitive surgical robot (davinci xi). This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Further details surrounding the sequence of events and product failure are unknown. Hillrom is continuing to attempt collection of the additional details regarding the reported patient injury and product failure. At this time, hillrom can not exclude a product malfunction that may have contributed to the serious injury. Therefore, hillrom is reporting this event. The investigation is ongoing and further information received will be provided in a final report.